Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the defect implant carrier was not removed properly. Could not be removed. Tooth #14. The procedure was completed with another implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. One (1) imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use. Implant matched prints when measure using calipe. No malfunction was noticed during product evaluation that will contribute to the reported event. Dried blood and debris inside and outside of the implant. Mount showed some damage. The reported event does not disengage/release was unconfirmed. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (1233221). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot number were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1233221) for similar events and no other complaint was identified. Review completed utilizing keywords: (does not disengage/release). During a functional test, the implant (tsvt4b10) disengaged / released from the mount, and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, the probable causes are not applicable to the reported event (does not disengage/release) since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.